Event description:
The patient experienced a loss of osseointegration of the implant due to the patient's irradiated bone. The implant was removed under a general anaesthetic (date unknown).

Manufacturer narrative:
This report is submitted on september 20, 2022.